Manufacturer narrative:
The customer replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device powered on by itself. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) advised the customer to disconnect the battery and connect the alternating current (ac) by itself then to monitor if the device still powered on by itself. The rse then provided the part number for a battery and power management (pm) printed circuit board assembly (pcba). The rse advised the replacement of the battery if the device still powered itself on, and the replacement of the pm pcba if the device did not power itself on.